Event description:
Cables & sensors fse cable & covidien kendall/cardinal fse lead/electrode do not connect well and frequently do not function or intermittently function and disallowing adequate internal monitoring. These two products are designed to be compatible with each other. These products are substitutes for philips cables & fses are supposed to be compatible with philips fse monitor. Trend noted by birthing center. Ref report: mw5155521.